Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. A cartridge change was performed resolving the issues. Additionally, it was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. It was reported that the cartridge was damaged at the o-ring. A replacement pump was sent to the customer to resolve the issues. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer's friend gave them water and a manual dose injection to address bg.